Manufacturer narrative:
Additional information received for this case; it was confirmed that it was the suprarenal stents that could not be deployed although the process was done in a step by step manner. The event was resolved with the use of the same device by the physician turning the back end knob of the device for a few times until the suprarenal stents were deployed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an 100mm aortic dissection. It was reported that the patient presented emergently due to a motor vehicle accident with a type b dissection/blunt traumatic aortic injury and that the device was implanted in the distal left common carotid artery, covering the left subclavian artery. It was noted that the bare metal stents could not be deployed. As per the physician, the cause of the event cannot be determined. It was noted that the event was resolved with the implantation of the device. No additional clinical sequelae were reported and the patient is fine.